Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead dislodged. During revision procedure, the rv lead re-position was successful. The final check revealed a loss of rv lead capture seen and changes in sensing and impedance. The rv lead was explanted and replaced. Upon removal of rv lead tissue stuck on lead tip was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Analyst commented, the lead was returned with dried blood within the sleevehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.